Manufacturer narrative:
(B)(4): method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that these bioprosthetic valves, implanted 2.5 years, were explanted (double valve replacement). It was reported that the aortic valve was explanted after the patient become short of breath and an echocardiogram review identified aortic regurgitation and a gradient increase. At explant, a paracommissural rupture of the cusp was identified.